Event description:
It was reported that when reviewing the recorded data from the implantable cardiac monitor (icm), there were asystole events recorded where there was no reported symptoms. The data also showed a loss of telemetry. It was noted that this data occurred near the time and date of implant. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).